Event description:
The customer reported obtaining "3137 mixing unit" error messages and erratic results for the alanine aminotransferase (alt) and creatinine on the au5800 clinical chemistry analyzer. Four patients' results were provided. A re-run of the four results on an alternate instrument gave lower creatinine and total bilirubin (tbil) results, and higher alt result. The results were released and patient one (1) was sent to the emergency room. The sample from patient 1 was redrawn and retested. The retest generated normal results, and the patient was sent home. There was no report of change to patient treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
The fse found that the 3137 error message came after "3906 anl mechanical error 1 (mec pos unknown)" error message. The fse performed a mixer speed rotation test 15 times which generated normal results. The customer ran the instrument to clear backlogged patient samples and the fse noticed that seven results were flagged. The fse investigated the cause of the flagged results, and found moisture under a section of cuvettes. The fse found a cuvette that was broken at the base, allowing fluid to leak out. The leak was contained within a section of the reaction chamber. The fse was wearing personal protective equipment consisting of mask, gloves, protective eyewear and laboratory coat. There was no direct contact with the leak and no report of injury in connection with this event. The fse removed and replaced the broken cuvette and mix station to resolve the leak. Once the service activity was completed the instrument was found to be operating per manufacturer's specifications, and no further reports of leak. Beckman coulter (bec) internal identifier for this report is (B)(4).